Event description:
A complaint was received from the spouse of a dex system user. Patient stated that the "hundered unit" in the display is missing segments. A request was made to return the system for evaluation and in the meantime a replacement unit was provided.